Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure code #50.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) traced wiring for faults, and in order to fix the issue, the fse cleaned the original pressure transducer (absolute), and single transducer (block). The fse then ran all the tests in accordance to the manufacturer's specifications, and all tests are within range.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter, and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure code #50. There was no patient involvement.